Event description:
It was reported that an overinfusion of morphine occurred during use of a half day infusor. It was reported that a pediatric patient who was receiving morphine became ¿excessively sedated¿ soon after the pump was connected. Upon observing the issue, the device was disconnected from the patient. The device was being used with a patient control module (pcm). The pcm was reported to have been loaded with the ¿appropriate¿ concentration of morphine solution. The pcm was expected to deliver a bolus of 0.5 ml on every demand, not give any background infusion, and have a lockout period of 6 minutes. However, the reporter stated that ¿pressing the button every 30 seconds delivered about 0.1 ml of the drug even during the lockout period.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact age of the patient was not specified; however, this was reported to be a pediatric patient. Should additional relevant information become available, a supplemental report will be submitted.